Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, the position was confirmed via echo but before leaving, the patient started having suction and decoupled left ventricle waveform. The impella was repositioned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.